Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that there was no allegation reported by the patient. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The air outlet port had dust-like contamination in it. Very light white dust-like contamination at the air inlet. Light dust-like contamination all over the top of it. Very light dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Very light dust-like contamination on top of the blower motor. Very light dust-like contamination in the bottom of the blower box. Air inlet seal had light dust-like contamination on it. The sound abatement foam had very light dust-like contamination on top of it. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation, and the manufacturer observed dust contamination are consistent with being from an external source. Box h: device evaluated by mfg., evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: device avail for eval? (Rfb) & date returned (rfb)updated.